Event description:
The customer reported a leak from the probe of a coulter act diff 12 analyzer. The volume of the leak was approximately 5 ml and was not contained within the instrument. The instrument operator was wearing a lab coat and gloves when the leak was found. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from clogged tubing through valve lv8. The fse flushed the tubing resolving the leak. (B)(4).